Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a flush/loose drive support disk. Cracks to the display window, battery tube threads, reservoir tube lip, a broken belt clip slot and a scratched lcd window noted.

Event description:
It was reported that the insulin pump alarmed motor error. Insulin squirted out during the priming process. The blood glucose reading is 256 mg/dl. Customer treated with manual injection. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.